Event description:
The customer observed a non-repeatable falsely elevated vitros tropi es result from a patient sample processed on a vitros eciq immunodiagnostic system. A vitros tropi es result of 0.067 ng/ml vs. A correct result of 0.005 ng/ml was predicted and reported from the laboratory. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The falsely elevated vitros tropi es result was questioned by a physician and a corrected result was issued by the laboratory. There was no allegation patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a non-repeatable falsely elevated vitros trop I es result was predicted from a patient sample processed on the vitros eciq system. Vitros tropi es precision testing demonstrated the vitros eciq system was operating as expected. There was no evidence found to suggest an analyzer or reagent malfunction contributed to the higher than expected results. The investigation suspected that the sample involved may not have been centrifuged in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed or ruled out as a contributing factor. A definitive root cause for the event could not be determined.